Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the video signal is dropping out on monitors, the monitor loses signal for a few seconds and then restores during a diagnostic colonoscopy procedure involving an olympus video system center and was completed with the same device. There was no patient injury reported.